Manufacturer narrative:
A steris service technician arrived on site and found that the front wheels came unlatched when the carriage was removed from the locking station. The technician was able to reproduce the reported event. The technician made adjustments to the wheels and latches. The technician operated the device several times to ensure the wheels remained latched and secure. The unit was confirmed operational and returned to service. The technician stated that unlatching can occur when the carriage is pulled or maneuvered incorrectly or with excessive force. The technician counseled the staff members on the proper use and operation of the sterilizer and transfer carriage during his service visit.

Event description:
The user facility reported that the rack of the transfer carriage to their evolution sterilizer fell off and onto the floor when removing it from the locking station. No procedural delays or cancellations occurred. No injuries to hospital staff or patients were reported.